Manufacturer narrative:
Product ID 8703w, lot# l43899, implanted: 1997-(B)(6), product type catheter. (B)(4).

Event description:
It was reported by the patient that the pump was removed for infection in 1997. It was noted that the patient had not been seen by their physician in over a year and was not in their system. The drug in the pump was morphine.